Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing. The ecr45g cartridge reloads were received for analysis with no visual non-conformances and partially fired. The returned cartridge reloads were tested for functionality by resetting and loading them into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as no devices were returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. The second one had the same problem. Another device was used to complete the procedure. There were no adverse consequences for the patient.